Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) discovered saline infiltration on pump. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information : (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) saline infiltration on pump. A getinge field service engineer (fse) has no patient involved during pm it was found by field service tech (chris) that unit had saline spill on it. Tech replaced affected boards listed below. Device was left overnight to charge.8/8- fse verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.replaced parts power slot board power management board motor control board* solenoid control board fiber optic board printer interface pim printer.

Event description:
N/a.